Event description:
On 1/06 patient was using this set on a 6060 pump for a continuous IV treatment with 5fu chemo. Treatment was scheduled for 5 days about 20 hours into infusion the patients wife noticed the pouch containing the pump and IV set was wet. Patient reported issue to their nurse. Patients doctor was contacted and instructed nurse to restart patients chemo treatment with a different set. Doctor re-evaluated patient the next day and patient wa ok. No patient injury has been reported at this time. Samples have been discarded due to chemo contamination.